Manufacturer narrative:
We have now concluded our investigation into this complaint. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. One dressing was received as a complaint sample. It was tested for waterproofness and found to be compliant. A review of our database has found this complaint to be the only complaint received for this issue for this product code and lot number therefore deemed an isolated incident. The investigation did not find product defect or manufacturing process issue so no action is required at present. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
Waterproof dressings were not waterproof under the shower. Adhesive sides peeled away and exposed my stitches. They failed to be waterproof.